Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. A visual inspection revealed the device was not returned with original packaging. The anchor has a broken thread and there is a red mark or scuff on the thread next to the broken thread all sutures look good and in place. No physical damage is visible to the device. A functional evaluation of the returned device was not applicable as the device was not returned for evaluation a complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements, material specifications, and material tests were appropriately documented. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. There was no way to determine if the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the healicoil anchor was found broken when the package was opened. The procedure was completed without significant delay (5 minutes) using a back-up device. No patient injury or other complications were reported.